Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 330 mg/dl while the pod was worn on the abdomen for longer than 48 hours. The patient stated they had applied 2 correction boluses to try to lower their bg but there was no change. The patient reported that their bg levels were between 218 mg/dl and 330 mg/dl, and as a result the patient went to the emergency room (ER) to seek medical attention on (B)(6) 2026. The patient was in the emergency room for 4 hours. The patient¿s symptoms included headaches, nausea, stomach cramps, thirst, and feeling tired. The doctor requested the pod be removed because the patient had used a vial of insulin that had exceeded the expiration date. Upon removal of the pod, redness was noted at the infusion site. The patient was diagnosed with high bg levels and was treated with intravenous fluids and received a prescription for new bottles of insulin. The patient was released that same day. The pod had been discarded at the hospital.